Manufacturer narrative:
UDI: (B)(4) device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were worn. It was determined that the cover and case were damaged, and the drive shaft was bent and worn on the shaft. It was observed that the bearings in the case were worn out and the device became hot. It was further determined that the device failed pretest for temperature assessment and vibration. It was noted in the service order that the device was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.